Event description:
During an in-service at the user facility, the olympus endoscopy support specialist (ess) was informed by the registered nurse, that for pre-cleaning all the facility does is suction some water through the scope then send it downstairs to sterile processing department for cleaning. Also, that the staff does not wipe down the scope, not performing suction air after the water, they are not utilizing the air water cleaning adapter (mh-948) and are not flushing the auxiliary water channel. Additionally, the ess was informed that after the scope comes out of the steris washer (since the steris washer does not do an alcohol purge then air purge) they use a 50 ml syringe and flush 50ml of alcohol using a slip tip syringe and flush the suction port, air/water port, and biopsy port using 50ml of alcohol through each port. The staff does the same thing with air so they flush 50ml of air through the suction port, the air water port, and the biopsy port using a 50ml slip tip syringe. No death, injury or infection has been reported to olympus.

Manufacturer narrative:
The ess provided the customer with an in-service that covered all the steps of how to properly perform pre-cleaning of the scope according to the instructions for use (IFU). Also, informed customer that if in order to perform the alcohol flush and air flush on the scope according to the IFU that the staff needs to use a channel plug (mh-944), injection tubing (mh-946), and the auxiliary water tube (maj-855). The ess went over the steps on how to properly flush alcohol and air through the scope using the channel plug (mh-944), injection tubing (mh-946), and the auxiliary water tube (maj-855) according to the IFU. The reprocessing in-service was completed with staff which included cleaning information as contained in the ontrack document. Recommended that the customer follow all olympus reprocessing procedures as documented in the ontrack forms and reprocessing manuals. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the facility staff was less trained in device handling and/or reprocessing in accordance with IFU. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Flush and dry all channels of the endoscope, the channel plug (mh-944), the injection tube (mh-946) and the auxiliary water tube (maj-855), according to the ¿alcohol flush¿ instructions in section, ¿rinsing the endoscope and accessories following disinfection¿. Olympus will continue to monitor field performance for this device.